Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. When the nurse opened the package, nurse found dirt on the end of the needle near the suture. Nurse immediately replaced the suture with a new one and used it normally. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ are there any photos of the foreign matter available? ¿no the following information was requested, but unavailable: --please refer to the event description, other information requested is unknown. ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the suture seals on the foil still intact when the package was opened? ¿ where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.